Event description:
It was reported that the proplege coronary sinus catheter, pr9 introducer sheath was leaking. There wasn't any leaking reported at initial placement but as soon as they pulled the catheter they couldn't get it to stop bleeding back into the lumen and around the slick. No reported pt injuries, no prolonged or time.

Manufacturer narrative:
Device evaluation anticipted upon product return from the customer.

Manufacturer narrative:
The device was in error discarded by the hospital and unavailable for evaluation. Since the device in question was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the introrc leaking that have been confirmed. The root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A corrective action has been initiated for the introducer along with a product recall. Manufacturing records have been reviewed for this complaint. Trends will continue to be monitored on a monthly basis adn if further action is required, appropriate investigation will be performed.